Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity, which revealed an inner insulation abrasion 47 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of movement/interaction between the inner coils and outer coils of the lead. The reported pacing inhibition, intermittent loss of capture, and high pacing impedances were likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that the pacemaker system exhibited pacing inhibition, intermittent loss of capture, and high pacing impedance measurements on the right ventricular (rv) lead. This rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.